Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple messages occurred that caused the customer to change out the cartridge prematurely. Customer's blood glucose level was in the 400 mg/dl range. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.